Manufacturer narrative:
(B)(4).

Event description:
It was reported that "according to the reported information, the patient was in the operating room for a cvc insertion. During the procedure, it was reported that the guidewire became stuck and could not be removed from the catheter. A loss of integrity was observed, making it impossible to withdraw the set (catheter and guidewire)". Additional information received states "a puncture of the right subclavian vein is performed with venous return achieved on the second attempt. Using the seldinger technique the guidwire is advanced resulting in multiple kinks that prevent further advancement. The guidewire is withdrawn. A puncture of the left subclaviein vein is performed, with venous returned achieved on the first attempt. Using the seldinger technique, the guidewire is advanced without difficulty. A central venous catherter is inserted but cannot be advanced. An attempt is made to remove the guidwire but it can not be extracted. Loss of consistency and stability (fraying) of the guidewire is observed with a fracture. A chest xray is performed, showing the catheter guidewire with loops within the vascular tract." The patient was transferred for extraction vis pediatric cardiac catheterization. The attempt to remove the device was unsuccessful. An attempt was done to remove the catheter via vascular surgery and pediatric cardiac surgery, which failed due to evidence of thrombosis. The patient's current condition is reported as "stable". Associate MDR numbers include: 9680794-2026-00206.